Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24407. Follow-up information identified the patient had her entire scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24407. It was reported the patient has been experiencing ineffective stimulation. Additionally, the patient reported experiencing falls several times. Surgical intervention may take place at a later date.